Event description:
The customer reported that the system failed to produce fluoroscopic x-ray. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor cable was evaluated and found damaged. A service quote was issued to the customer. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.